Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer's continuous glucose monitor read "low," however, specific blood glucose (bg) value was not provided. Reportedly, assistance was required in administering glucagon to address bg level. The customer alleged that the pump delivered a 16 unit bolus of insulin when entering 25 units carbs into the bolus menu. Technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to user error. The logs showed that the pump did not calculate for 16 units of insulin to be delivered. The customer overrode the bolus calculation and manually requested for 16 units of insulin to be delivered. The customer acknowledged and continued using the pump for insulin therapy.